Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11 corrected: d4 (UDI #), h6 (impact code). Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified device fractured at the proximal thread. Both pieces were returned. Wear marks are noted around the circumference of the distal tip. Distal tip is deformed and bent. Scratches are present on the proximal end and shaft from previous uses. No other damage was noted. Device has an approximate field age of 2 years. Measurements within specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4 lot number, d9. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the positioning guide rod broke from over tightening. No known impact or consequence to the patient. It was reported that no further information is available.